Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the device found a leak in the portion of the soft cannula enclosed within the housing, resulting in fluid inside the device. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56 . Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported by the patient that their bg (blood glucose) values reached 394 mg/dl. For treatment, the patient changed the pod and delivered a bolus.